Event description:
It was reported that the patient presented in the ER after feeling the patient notifier. Measurements indicated that the impedance was increased. During a subsequent check two days later, lead impedance was in normal range. The patient will be monitored. Device remains implanted. Patient condition is stable.

Event description:
New information notes that subsequently the patient presented to the hospital after feeling another patient notifier alert vibration. During follow-up, increased pacing lead impedance was observed. A second measurement gave good values. Further evaluation has been scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.